Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a pathfinder guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2012. According to the complainant, during the procedure the tip of the wire detached and fell into the patient. The detached fragment was removed using forceps. The procedure was completed using another pathfinder guidewire. There were no patient complications as a result of this event. The patient condition was reported as fine post procedure.

Manufacturer narrative:
A visual examination of the returned device revealed that the distal tip had unraveled and various sections along the body had peeled. Additionally, the guidewire presented a corewire fracture. Fracture analysis revealed that the fracture was likely due to a torsional event. These results suggests that handling of the device during the clinical attempt may have caused and/or contributed to the distal tip unraveled and core wire fracture. Therefore, "operational context: is the most probable root cause for this incident. A DHR (device history record) review was performed and no deviation was found. Labeling review performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a pathfinder guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2012. According to the complainant, during the procedure the tip of the wire detached and fell into the patient. The detached fragment was removed using forceps. The procedure was completed using another pathfinder guidewire. There were no patient complications as a result of this event. The patient condition was reported as fine post procedure.

Manufacturer narrative:
Patient age, gender, and weight are unknown. However, it was reported the patient is over 18 years. Device (B)(4) relates to (B)(4) for the reported event of device tip detached. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.